Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tension obtained by this zipfix-instrument is not as good as of instruments dr (B)(6) has used during previous surgeries. Dr (B)(6) still could move the implant after usage of the zipfixinstrument. Ten minutes delay of surgery. The patient was at hospital due to cardiac disease. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; one application instrument for sternal zipfix was received for manufacturing investigation. No visible signs of damage. The zip-fix instrument passed all functional tests without reference to the reported issue. No tension issue has been found as described in the complaint description. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.